Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to elevated short interval counts (sic) and two non-sustained tachycardia episodes that appeared to be noise. In addition, it was noted that the right atrial (ra) lead exhibited elevated short interval counts (sic) as well. The lead impedance trends show a gradual decline on both the ra and rv leads. The clinician described the oversensing on the episodes as "double counting due to crosstalk" and was noted on both the atrial and ventricular electrograms. The leads are scheduled to be explanted and replaced. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4) .

Event description:
It was further reported that the right ventricular (rv) lead exhibited a very high amount of sensing integrity counter (sic) and four non-sustained ventricular tachycardia (vt) episodes. The rv lead was removed by laser lead extraction and replaced. No further patient complications have been reported as a result of this event. On (B)(6) 2015, it was further reported that the right ventricular (rv) lead conductor exhibited a confirmed fracture prior to extraction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: 5076, lead, implanted: (B)(6) 2003. (B)(4).